Manufacturer narrative:
(B)(4). A third-party service agent evaluated the device and verified the reported failure. He then inserted a new battery. Proper device operation was observed through functional and performance testing and the device was returned to the customer for use. A new battery was provided to the customer under warranty. The removed battery was sent to physio-control for further evaluation. It was observed that the battery had depleted evenly, that no shocks had been delivered with this battery and that the total on-time was 13.5 minutes. Based on the battery usage, the depletion was not a normal depletion and since the battery cells were evenly discharged, it's not likely that the battery had an internal issue. A conclusive cause of the reported failure could not be determined.

Event description:
It was reported to physio-control that the customer's device could be powered on, but gave a beep tone. The battery had a very low state of charge and needed to be replaced. The battery had lost charge suddenly. During initial device evaluation by a third-party service agent, it was observed that the device worked properly with a new battery. The device was then returned to the customer for use, and a new battery was provided to the customer under warranty. Further evaluation of the depleted battery by physio-control however, indicated that the battery had not depleted normally, but that it might have been depleted by the device. There was no patient use associated with the reported event.